Event description:
An email was sent to customer service and technical support by a nurse patient educator in (B)(6) alleging that the home hemodialysis patient was hospitalized for observation for thrombocytopenia. According to info received from this nurse, the patient was in-center for training for one month. Thrombocytopenia was noticed during weekly blood work. Platelet value went down to "10x10e9/l from 231 units". Admission to the hospital was for observation only. No episodes of bleeding and no further medical intervention was required. The dialyzer has been changed to an unstated brand.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. No documentation has been provided indicating platelet reduction during hemodialysis. This event is being reported as a serious injury due to the hospitalization for observation without medical intervention. Development of thrombocytopenia represents an idiosyncratic patient reaction. Hypersensitivity reactions are listed on the label as potential side effects. Development of thrombocytopenia and intradialytic reductions in platelets is a well recognized complication of hemodialysis. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.